Event description:
It was reported that the biomed stated the arctic sun device failed calibration error 2. Per additional information updated from ttm on 02oct2025, biomed troubleshooting calibration error. Actual 0.01. Expected -6 to -8. Per review of wo notes it was determined that the device had a failed circulation pump.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause for the reported event is a failed circulation pump. Per additional information updated from ttm on 02oct2025, biomed troubleshooting calibration error. Actual 0.01. Expected -6 to -8. Per review of wo notes it was determined that the device had a failed circulation pump. Per additional information updated from ttm on 22oct2025, biomed stated they have a device that they replaced the circulation pump on. They were still having issues and spoke to technician support last week about sending it in for repair. Biomed wanted to follow up on it and did not receive an email or quote. Biomed provided s/n (B)(6). Pump replaced. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Based on the results of the investigation, no additional actions are needed. Corrections: d, f, h UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated the arctic sun device failed calibration error 2. Per additional information updated from ttm on 02oct2025, biomed troubleshooting calibration error. Actual 0.01. Expected -6 to -8. Per review of wo notes it was determined that the device had a failed circulation pump. Per additional information updated from ttm on 22oct2025, biomed stated they have a device that they replaced the circulation pump on. They were still having issues and spoke to technician support last week about sending it in for repair. Biomed wanted to follow up on it and did not receive an email or quote. Biomed provided s/n 1638. Pump replaced.